Event description:
Pt reported being "completely out of it" and required hospitalization,where he was treated for an overdose. The pt explained, "after many tests they found out about the pain pump. Right away they figured it had malfunctioned and that I had an overdose, and they started treatment for an overdose." The pt further reported, "as soon as I recovered from that, they doubled the dose and gave me another shot of the same medicine. I don't think I had an overdose". MFR device registration records show the implanted infusion pump was delivering dilaudid. Add'l info has been requested from the physician regarding the pt reported events, and a follow up report will be sent when new info is rec'd.